Event description:
Initial alcohol result of 0mg/dl. Same sample repeated gave result of 258 mg/dl. A new sample from the same pt was also tested, the result was 173 mg/dl. The initial result was reported. No info provided to determine if results were used to guide therapy. The field service rep was unable to determine cause. The user reports no further occurrences.